Event description:
Customer reported receiving a button error alarm on the insulin pump. The blood glucose reading was 451 mg/dl. She treated with manual injection. She was unsure if a button was pressed for three minutes or longer. She stated that she wears the insulin pump on her chest area so it may have been exposed to moisture. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a scratched display window, a cracked reservoir tube, broken reservoir tube lip, cracked battery tube threads, and missing end cap sticker. Intermittent button response noted due to corroded keypad traces. No button error alarm noted. The device passed the displacement test and self test. All operating currents are within specification. No unexpected blank display noted.